Manufacturer narrative:
The complaint condition reported is currently being investigated by coopersurgical, inc.

Event description:
Customer stated "coagulation not working". (B)(4).

Event description:
Customer stated "coagulation not working". Reference repair order #(B)(4). Ref e-complaint-(B)(4).

Manufacturer narrative:
E-complaint-(B)(4). Investigation: x-review DHR and x-inspect returned samples. Distribution history: this complaint unit was manufactured at csi on 2/16/17 under wo #(B)(4) and shipped on 4/5/17. Manufacturing record review: DHR's 211808 & 208125 were reviewed and non-conformities, unrelated to the complaint condition, were noted. None of the observed notes indicate a similar issue. Incoming inspection review: not applicable. Service history record: this unit had been returned on 5/21/18 under log 89021 for unconfirmed intermittent function. The unit was fitted with a new board. It was also returned under a recall (CAPA 725) for an unrelated issue not applicable as this unit was already fitted with the correct component. Historical complaint review: a review of the attached 2-year complaint history showed similar reported complaint conditions. No additional detail on what the issue could be was available on the complaints. Several were not confirmed. The majority of the complaint units got a new board and the old ones were discarded. Product receipt: the complaint unit was returned under a repair. However, based on log 92996 this unit was at csi on 10/3/19. Visual evaluation: visual examination of the complaint unit revealed no physical damage. Functional evaluation: complaint unit was functionally evaluated and found not to function properly. Leakage error was confirmed during coag activation. Root cause: no definitive root cause for this issue could be reliably determined at this time. A review of this device's history confirms only the generator had been sent in. It has been observed on normal production runs, from time to time and irregularly, a unit may require an adjustment after testing as a system. This unit-generator simply required another adjustment. Correction and/or corrective action: the unit was adjusted (r77) to specifications, tested, and returned to the customer. The adjustment of the r77, a variable resistor, is done while in the coag mode. Procedure 300788c-ms is the standard method to make adjustments in various modes so that the unit operates within the established parameters for a given mode. R81 is adjusted when in cut mode. The settings will ensure the device correctly alerts the end user there is rf leakage. Once set, the component is potted. Coopersurgical will continue to monitor this complaint condition for any trends. No further training required at this time. Was the complaint confirmed? Yes.